Event description:
It was reported that the user received a continuous glucose monitor sensor error with concurrent low glucose alerts, while a capillary fingerstick measured 65 mg/dl and the sensor displayed 55 mg/dl; the user had already treated with oral carbohydrates and was advised to allow time for sensor recovery and to replace the sensor if the error persisted. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic manifestations. Outcomes included self-treatment with oral carbohydrates and continued home monitoring without escalation of care. Investigation included user counseling on sensor troubleshooting and guidance to verify with a fingerstick and replace the sensor if the error continued. Investigation of this case revealed a suspected glucose sensor performance issue resulting in error messaging and discordant low readings, with device functioning restored through user-directed corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.